Manufacturer narrative:
(B)(4). A pads failure was noted in the dumplog. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
A pads failure was noted in the dumplog. There was no reported pt involvement.